Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3998, lot# v113343, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Product ID: 3550-29, serial# unknown, product type: accessory. Product ID: 3550-39, serial# unknown, product type: accessory. Product ID: neu_siliconeanchor, serial# unknown, product type: accessory.  Analysis results were not available at the time of this report.  A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was involved in a motor vehicle accident. The hcp reported that the patient¿s device was damaged. It was noted that the accident occurred on (B)(6) 2017. The patient¿s system was explanted on that day. No patient symptoms were reported and there were no further complications. Indications for use were spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
Analysis of the (ins) (lot# or serial#, if appropriate) found ((B)(4)). The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.